Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified and concentric lesion (caliber 3.5mm x length 28mm) with a 90% stenosis located in the mid to distal right coronary artery. A 3.5 x 20 mm nc traveler balloon dilatation catheter was crossed to the target lesion, and inflated once in the proximal side of the target lesion. When the second inflation was performed in the distal side of the target lesion, the balloon ruptured at 16 atmospheres at 20 seconds. There was no resistance felt during advancement of the balloon catheter to the lesion. The device was prepped inside the anatomy. The device was replaced with a non-abbott balloon catheter which was used for dilatation without any issue. The procedure was successfully completed after a non-abbott 3.5 x 28 mm stent was implanted. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.